Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. It was also reported that the patient experienced shortness of breath and a feeling of "vibration in the lead" the night before the office visit and taped the magnet over the device to temporarily discontinue stimulation. The patient was reportedly doing well with no problems after the office visit and had removed the magnet to resume normal mode stimulation. Further follow-up with treating neurologist revealed that the patient has experienced no further problems with shortness of breath or feeling "vibration in the lead" but that they did complain of pain when they turn their head. Review of x-rays by treating nuerologist did not reveal any obvious discontinuties in the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversly effect device performance. Lead break is suspected and the patient is scheduled for revision surgery. Investigation to date has been unable to determine the cause of the high lead impedance test result.

Event description:
Product analysis was performed. Product analysis summary: an analysis was performed on the lead portion returned, and the high impedance could not be verified. Visual analysis and testing of the lead portion returned found no lead coil anomalies. The conditions of the lead are consistent with conditions that typically exist following an explant surgery. The connections between the setscrew and lead pins showed evidence of a proper mechanical and electrical connection at one point in time. Because the entire lead was not returned, the cause of the high impedance cannot be determined as there may have been a problem with the portion of the lead that was not returned. The concomitant device (pulse generator) was also analyzed. The pulse generator is operating within the manufacturer's final electrical test specification. No anomalies were identified that would contributed to the reported high impedance. The cause of the reported pain could not be obtained.